Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported unknown side "the explanted device was all sticky and gooey inside". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: no observed. ¿ infection (unknown onset): unable to observe as it is a medical event not related to the device. ¿ device appearance: cloudy was observed in the gel. Additional observations: ¿ one opening observed on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "the explanted device was all sticky and gooey inside." Healthcare professional later reported left side "cloudy and milky" on the inside, and "infected breast revision." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional later reported left side "cloudy and milky" on the inside, and "infected breast revision."

Event description:
Healthcare professional reported left side "the explanted device was all sticky and gooey inside." Healthcare professional later reported left side "cloudy and milky" on the inside, and "infected breast revision." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation: with the information collected during the investigation, there is enough evidence to support that lot number was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of aug 2021 through jul 2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.